Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification and was caused by a failed upstream sensor. With a low ultrasonic reading, the pump is more sensitive to air and upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a pump is alarming constantly for air-in-line (medication, programmed amount and delivery rate unknown). The customer has stated that the device was tested at the facility and was able to confirm a constant air-in-line alarm. No additional information could be provided and no patient injury was reported.